Event description:
It was reported that this pacemaker device exhibited oversensing and brady pacing was not delivered when required. The health care professional (hcp) reviewed the data, and it showed failure to pace on the ventricular channel, despite a vp marker. Technical services (ts) is yet to analysis the data. This device remains in service. No adverse patient effects were reported.